Manufacturer narrative:
The user experienced severe hypoglycemia after continued use of the ilet in the setting of reported meal management challenges related to memory issues while receiving automated insulin delivery. This behavior can result in insulin delivery without adequate carbohydrate intake and is consistent with the observed hypoglycemia requiring ems transport and hospital treatment with glucagon and oral glucose. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined, potentially use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 05-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels reported to be below 40 mg/dl following unknown precipitating factors. The user was transported to the hospital by ems where the user was treated with glucagon and oral glucose and discharged (B)(6) 2025. No long-term health effects were reported.